Manufacturer narrative:
The light-guide cables were not yet returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical devices are returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic assisted distal gastrectomy (ladg) procedure, the endoscopic image became abnormally dark when the rigid endoscope was inserted into the patient's body cavity through a trocar tube. The surgical team then replaced the light-guide cable and the camera head, but the image remained dark. The intended procedure was subsequently canceled and converted to open surgery. No further information was provided and the patient's current condition and outcome is also unknown.

Manufacturer narrative:
Device evaluation: the light-guide cable was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2016-02-04). The evaluation/investigation discovered broken light-guide fibers belonging to the optical fiber bundle which decreased light efficiency, and was caused by excessively bending, coiling or pulling the cable. This damage led to the reported phenomenon of an abnormally dark endoscopic image as there was considerably decreased light transmission/illumination. As clearly stated as a caution note in the instructions, the light-guide cable must not be coiled into a diameter smaller than 15 cm as otherwise there is a risk of damage, resulting in broken light-guide fibers and decreased light efficiency. Furthermore, it is pointed out as a caution note that the cable has to be plugged or unplugged by always pulling at the plug and never at the cable as otherwise there is a risk of damaging the cable. The user apparently did not follow these instructions, since the broken light-guide fibers were caused by excessively bending, coiling or pulling the cable. Therefore, this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.